Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the touchscreen will not calibrate and will not work. There was no physical damage. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem.